Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced that his skin had a red, hot and hard lump which occurred on (B)(6) 2025. It was also reported that the patient had taken treatment for seven days from his physician and there was no any information on his concomitant medications and on covid-19. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.